Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 656mg/dl. The customer experienced vomiting, feeling ill and hot. Troubleshooting was performed, and the activate button was not responding. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The active button functions properly, and no damage found on the keypad assembly. The device had cracked case above the display window and reservoir tube.